Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced email was received via the interdepartmental medtronic helpline. The customer indicated that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was unknown. Troubleshooting responded via email and with a follow up phone call. No further details given.